Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: rtc (real time clock) failure occurred after startup (preventive maintenance -> power loss test) no patient involvement.